Event description:
During a thyroidectomy, the physician was using the cut mode when the white outside layer of the jaw separated and dropped. This was the 4th application using the cut mode for more than 5-10 seconds. Finished the procedure using other technology. No patient information was provided.

Manufacturer narrative:
The tls3 14c used in surgery will not be returned, therefore no investigation could be conducted. No issues were found with the lot history record.